Event description:
A peritoneal dialysis nurse (pdrn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. During follow-up, the patient¿s clinical manager (cm) confirmed the patient was diagnosed with peritonitis after presenting to the outpatient home dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was treated outpatient with intraperitoneal (ip) vancomycin 1.5 grams every other day x 21 days. The peritoneal effluent culture result returned positive for staphylococcus aureus, and causality was attributed to a touch contamination event, however no additional details were provided. On (B)(6) 2021, a follow-up sampling of the peritoneal effluent fluid revealed it remained cloudy and the patient¿s pd catheter (not a fresenius product) was surgically removed (outpatient). The patient simultaneously received a tunneled hemodialysis (hd) catheter (not a fresenius product) and was permanently transitioned to hd for renal replacement therapy (rrt). The patient¿s nephrologist determined the patient was no longer capable of safely performing a home-based modality alone due to his age and worsening mentation. Per the cm, the patient is tolerating the transition to hd very well and has recovered from the events. The cm reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The cycler set is not available to be returned for manufacturing evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy and the transition to hd for rrt. Per the pdrn, the events were unrelated to any fresenius device(s) and/or product(s), as the cause was attributed to an unspecified touch contamination event. Staphylococcus aureus is commonly found on the skin or mucous membranes of humans. Additionally, staphylococcus peritoneal infections are usually indicative of a touch contamination event. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. During follow-up, the patient¿s clinical manager (cm) confirmed the patient was diagnosed with peritonitis after presenting to the outpatient home dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was treated outpatient with intraperitoneal (ip) vancomycin 1.5 grams every other day x 21 days. The peritoneal effluent culture result returned positive for staphylococcus aureus, and causality was attributed to a touch contamination event, however no additional details were provided. On (B)(6) 2021, a follow-up sampling of the peritoneal effluent fluid revealed it remained cloudy and the patient¿s pd catheter (not a fresenius product) was surgically removed (outpatient). The patient simultaneously received a tunneled hemodialysis (hd) catheter (not a fresenius product) and was permanently transitioned to hd for renal replacement therapy (rrt). The patient¿s nephrologist determined the patient was no longer capable of safely performing a home-based modality alone due to his age and worsening mentation. Per the cm, the patient is tolerating the transition to hd very well and has recovered from the events. The cm reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The cycler set is not available to be returned for manufacturing evaluation.